Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the input was normal using the simulator an experiment was performed with surface electrodes attached, and input was successful. The symptom did not recur, so it was deemed suitable for clinical use and returned.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) unit had ECG waveform disappeared and "failed" was displayed. There was patient involvement, but no harm reported.